Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage (bathroom).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison with another brand and results obtained of 217 216 224 251mg/dl mg/dl. The customer's expected fasting blood glucose test result range is 120 to 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer stores product in the bathroom. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): a 217mg/dl, (B)(6) 2016 05:27 am, fasting: yes. A 157mg/dl, (B)(6) 2016 05:16 pm, fasting: yes. A 216mg/dl, (B)(6) 2016 12:26 pm, fasting: yes. A 224mg/dl, (B)(6) 2016 12:25 00 pm, fasting: yes. A 251mg/dl, (B)(6) 2016 09:51 am, fasting: yes.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with defect found on returned meter; meter encountered communication error. R&d final root cause investigation has been completed. Root cause (of interrogation failure): damaged components. Interrogation is normal. The customer may have been careless. The appropriate handle of the meter: user abuse. Unable to confirm complaint.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison with another brand and results obtained of 217, 216, 224, 251 mg/dl. The customer's expected fasting blood glucose test result range is 120 to 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification, customer stores product in the bathroom. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).